Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with gentamycin (route not reported, 20 milligrams in the first and third bags, frequency and duration not reported) for peritonitis. Dianeal therapy was ongoing. At the time of this report, patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). It was reported that on an unreported date, the patient¿s peritoneal dialysis effluent was clear, the peritonitis was resolved, the patient was recovered from the event and was ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.